Event description:
A report was received that the patient was not able to function when the stimulator was turned on and that the pain had significantly worsened. The physician believed that the ipg was malfunctioning. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was not able to function when the stimulator was turned on and that the pain had significantly worsened. The physician believed that the ipg was malfunctioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was not charging. The physician did not believe that the device worsened the patient's pain. The patient underwent an ipg replacement procedure and did well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.